Event description:
It was reported that the right ventricular (rv) lead was found to have an insulation breach. All sensing, impedance and threshold measurements were determined to be within limits, and as such, the insulation breach was repaired. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 4193, lead, implanted: (B)(6) 2005; unknown lead, implanted: (B)(6) 1998. (B)(4).